Event description:
The distal top of the catheter separated upon removal from the pt. An x-ray showed that the distal tip portion (7-8mm piece) remained in the vessel. This was removed by a surgeon without any vascular compromise.